Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at interrogation, episodes of noise on the ventricular channel were observed. Lead values were in normal range. Noise was reproducible with arm movements. The lead was capped. The patient's medical condition is good.